Event description:
The reporter did meter to lab comparison tests, about 30-60 minutes apart. The lab test was done first, with a result of 170 mg/dl. Reporter tested on meter when reached home, and had a reading of 134 mg/dl. Reporter did not have any symptoms. A control test could not be done due to lack of supplies. On follow-up, the lifescan representative reviewed qc procedures and meter/lab testing with the reporter.